Manufacturer narrative:
Testing and investigation found that during the alarm loudness test an audible tone was heard at all levels; however, at the low level range position the sound was lower than expected. This was due to the piezo alarm assembly. As a preventive action the piezo alarm assembly was replaced. Further testing by the supplier found that the piezo had impedance failure within the ceramic piezo. During manufacturing process, the beeper wire is soldered to the ceramic of the piezo. Due to high temperatures during soldering, the material property (piezo electric constant) of the piezo may alter causing the impedance of the piezo to drop and resulting in piezo failure. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device audible alarm tone was not as loud as expected during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.